Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unexpectedly shut down. Upon troubleshooting, the fse checked the power cable connection and found it to be normal. Review of the log file showed no shutdown-related entries. The fse used a fluke 434 power analyzer to monitor the hospital's power supply continuously for one week. No power issues were detected during the monitoring period. After the field work, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system took an extended time to boot up. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.